Event description:
User alleges that the both foley catheters were torn at the hub exposing the wires and was noticed after being inserted into a patient during a procedure. The first foley, the wire came out while the foley was still in the patient, this foley was removed. While attempting to instill another foley, a wire suddenly protruded thru the catheter.